Event description:
A caregiver (cg) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The cg stated that the home patient disconnected during dwell and did not return back to the hc in time before the drain started. The cg stated the hp reconnected. The technical service representative (tsr) advised the cg to cycle power to restart the setup with all new supplies. The tsr reviewed proper procedures per the user manual with the cg. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The cg stated that the home patient (hp) disconnected during dwell and did not return back to the hc in time before the drain started. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a report received by baxter (B)(4) of a patient who reported the electric leakage on a homechoice device during patient use. A swap of the device was initiated. There was no report of patient injury or medical intervention.

Event description:
It was reported by the customer that they attempted to perform a 12-lead ECG on a pt using the lifepak 12 device; however only artifact was observed. The device then powered itself off. The medic indicated that both batteries in the device had 3 bars. The medic reported that when the device powered itself off, they used a local fire dept device to continue pt care without delay in care. There was no report of an adverse event as a result of this issue.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient's daughter regarding the alarm. The daughter stated that they did not notify the patient's pdrn after the incident. Product surveillance advised the daughter to inform the pdrn with future incidents. The patient continues to receive therapy using the homechoice. The patient did not have any injury or harm as a result of this incident. No allegations were made against any of the patient's dialysis products.